Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that insulation breach was noted on the right ventricular lead in the past and the lead polarity was programmed to unipolar configuration in the clinic. The lead exhibited noise after polarity change. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition.